Manufacturer narrative:
The complaint kit with smart card was returned for investigation. Review of the smart card data showed prime was completed and blood collection began in single needle mode. The treatment proceeded until multiple collect pressure and return pressure warnings occurred. The pressure warnings are consistent with patient access issues as reported by the customer. The data verified an alarm #45: red blood cell pump alarm occurred at approximately 1121 ml of whole blood processed. The treatment proceeded to the photoactivation phase of the procedure with a calculated time of 99 minutes. The photoactivation phase was not completed as the operator pressed stop and aborted the treatment. Examination of the returned kit found no obvious manufacturing issues or signs of a blood leak. The pump tubing segments were pressure tested to check for leaks and leak was verified from a cut on the recirculation pump tubing segment. The damage to the tubing is at the location where there is an edge on the instrument pump head. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is inadvertently rubbed against the pump head during installation by the end user. A material trace of the tubing used to build lot j360 did not find any non-conformances. The device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. The root cause of the tubing leak was most likely the damage that occurred during installation of the pump loop by the end user. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4) p.t. 28-may-2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j360 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j360 shows no trends. Trends were reviewed for complaint categories, alarm #45: red blood cell pump alarm and tubing leak. No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #45: red blood cell pump alarm at approximately 1000 ml of whole blood was processed. The customer proceeded to the buffy coat collection phase of the procedure. The customer stated during the photoactivation phase of the procedure they observed a leak coming from the red blood cell pump tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and smart card for investigation.